Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported that the g7 wearable was not giving accurate readings and because of it, he was not able to control his diabetes. Per documentation, the readings kept jumping up and down like from 300 to 100 mg/dl. He did not do bg meter test to compare as he does not trust bg meter as well. He had prolonged symptoms of headaches, fatigue, and not well controlled diabetes that he believes that led him to have stroke and was told by his doctor. He reportedly could not remember details of his hospitalization as he had a stroke and everything is "black and white for him." He can no longer recall what happen. He mentioned that he had MRI done and blood tests while he was at the hospital and had no further details about it., he mentioned that he remember his doctor telling him that his wearable was not working and there was "diabetes mismanagement." He can't remember how many days he was at the hospital. He can't remember or won't provide at least approximate dates when it happened. He can't remember the medication provided but he thinks that medication was done through IV fluid. When he got stabilize and got home, he was on blood thinners (no specific name). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5169555.

Event description:
Subsequent to the initial MDR, additional information became available. A voluntary medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported that the g7 wearable was not giving accurate readings and because of it, he was not able to control his diabetes. Per documentation, the readings kept jumping up and down like from 300 to 100 mg/dl. He did not do bg meter test to compare as he does not trust bg meter as well. He had prolonged symptoms of headaches, fatigue, and not well controlled diabetes that he believes that led him to have stroke and was told by his doctor. He reportedly could not remember details of his hospitalization as he had a stroke and everything is "black and white for him." He can no longer recall what happen. He mentioned that he had MRI done and blood tests while he was at the hospital and had no further details about it., he mentioned that he remember his doctor telling him that his wearable was not working and there was "diabetes mismanagement." He can't remember how many days he was at the hospital. He can't remember or won't provide at least approximate dates when it happened. He can't remember the medication provided but he thinks that medication was done through IV fluid. When he got stabilize and got home, he was on blood thinners (no specific name). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.